Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. Two 3.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the shaft broke. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. Two 3.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the shaft broke. The procedure was completed with a different device. No patient complications were reported. It was further reported that the shaft broke on only one emerge balloon catheter. The emerge balloon catheter was pulled back into the guide catheter and was removed. The patient status was stable.